Event description:
From staff: during planned hardware removal from the spine with dr., a screw that was removed was in two pieces. The end of the screw was retained intentionally from operative note: although the right l5 screw was broken halfway down the shaft, so only the piece that was loose was removed.